Manufacturer narrative:
Device evaluation: one device was received and evaluated for the needle button released event complaint. Device #053084-a was inspected, and the needle mechanism functions were tested and verified to have operated as intended. The complaint could not be confirmed for this device.

Event description:
The patient stated that the needle keeps popping out of her body. The patient wears v-go on their stomach and stated that this has occurred four times. The specific event dates were not reported. It was reported that a device sample is available for return to the manufacturer for evaluation, however to date, has not been received.